Event description:
There was no information provided about the target lesion and the patient. The procedure was coil embolization of the basilar artery with a dissection. The procedure was embolization from distal to proximal of the lesion. The orbit coils were used since the second coil. When the orbit 637mf2545 (complaint product) was used as the ninth coil, it could not be detached. Though alternative detachment was attempted, the detachment was unsuccessful. The dcs syringe was replaced to the new product. However, the coil still could not be detached even though alternative detachment was done. The coil was removed from the patient, and the procedure was continued using other new products. The procedure was completed without patient injury. Additional information indicated that there were no damages noticed on the delivery system hub, delivery system or luer lock of the dcs syringe. The syringe is not going to be returned for analysis, but the coil will be returned. Prior to the event, the red zone was not exceeded previously on the first syringe. After the event and removal from the patient, no damages were noticed on the coil (unraveled/stretched), delivery system, or syringe. The coil was still attached to the delivery system.

Manufacturer narrative:
It was reported that although the alternative detachment method was attempted, the 2.5x4.5 trufill dcs orbit mini complex fill coil could not be detached. The trufill dcs syringe was replaced to a new product; however, the coil still could not be detached even though the alternative detachment method was attempted. The coil was removed from the patient and the procedure was continued using other new products. There was no patient injury. This was the ninth coil; the eight previous coils were orbit coils. The procedure was coil embolization of a basilar artery with a dissection. Embolization was done from the distal to proximal lesion. Additional information indicated that there were no damages noticed on the delivery system hub, delivery system or luer lock of the dcs syringe. The syringe is not going to be returned for analysis, but the coil will be returned. Prior to the event, the red zone was not exceeded previously on the first syringe. After the event and removal from the patient, no damages were noticed on the coil (unraveled/stretched), delivery system, or syringe. The coil was still attached to the delivery system. A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. The introducer was unzipped. The embolic coil was totally stretched and unraveled with the rest of the device. The hypotube and support coil presented with several kinks. With visual inspection, the gripper presented no damages. The gripper was inspected under microscope with no damages noted. The device was flushed using a lab sample syringe (635-002) in the blue zone, after that the pressure was increase until the green zone and at this time, the embolic coil was detached without any anomaly. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported coil detachment was not confirmed; with functional testing of the returned device the coil detached. The cause of the kinked section found on the device and the stretched condition in the embolic coil could not be conclusively determined; however, it appears to be related to post procedure handling/packaging. Neither the analysis nor the device history record review indicates that this condition is the manufacturing process. Additionally inspections are in place to prevent this type of damage from leaving the facility and it was reported that after removal from the patient there were no damages noted on the coil or delivery system. Although the root cause of the failure of the coil to detach cannot be determined, procedural factors may have impacted the event. Based on the device history record review and the analysis of the returned device, there is no indication that it is related to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.